Manufacturer narrative:
The complaint did provide a photograph of the device but the actual device has not been returned to welch allyn for eval. A f/u report will be submitted once the device eval is complete.

Event description:
Complainant stated that the pt, who had neuropathy and poor arterial flow, was placed in exam room for wound debridement and the exam light was placed approx 12 inches from the pt's right foot. The nurse then turned off the room light and left the exam light on. The pt was left alone for approx 45 mins. When the doctor entered the room, the light had fallen at the neck (goose neck) and dropped (did not tip over) onto the pt's foot. This resulted in a 3rd degree burn of the right great toe and 2nd toe which required amputation.